Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states that when he turns his chair to the right it goes left and if he turns the chair left it goes to the right.